Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the bilateral femoral vein. The 85% stenosed, 90x14mm, eccentric, de novo target lesion was located in the mildly tortuous and non-calcified bilateral common iliac vein (civ), inferior vena cava (ivc), and bilateral femoral vein. A 16x90/9fr 75cm wallstent® endoprosthesis stent was used to treat the target lesion. During the procedure, the physician noted that there was difficulty locating the stent to the lesion. The physician tried to retrieve the device; however, significant resistance was met. The procedure was completed by implanting another stent and using the kissing stents technique. No patient complications were reported and the patient's status was stable.